Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the cord is pulling out, exposing wiring was confirmed. The service facility found cable pulled out. The service facility also found the bottom case meeting holes broken, and top scratched caused by misuse. Root cause is use related. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm cord is pulling out of the unit showing exposed wires.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Cord is pulling out of the unit showing exposed wires.